Event description:
The customer observed the lh750 instrument leaking from fittings below the apertures of the baths while troubleshooting with cts [customer technical support] for background failures for wbc [white blood cell (count)], hgb [hemoglobin], and plt [platelet (count)], and voltage and hgb read low. The leak was not contained within the unit. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the wbc bath pulled away from the apertures. He reseated the wbc bath and ran startup. Hgb background failed because the voltage was too high. He performed hgb lamp adjustment and verified instrument; all passed. (B)(4).